Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The process batch data was reviewed, and no indications of process deviations were found. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Complaint history: a search on the production order for the tecnis 1 monofocal iol zcb00, production order was completed. The search revealed 1 (one) additional complaint was received for this production order number. The complaint was not related to this complaint and there was no product deficiency identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter monofocal intraocular lens (iol) was cut out from the patient¿s operative eye because of a tear noticed in the posterior capsule. Reportedly, there was no injury to the patient. No additional information was provided.